Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl procedure, the screw broke pieces fell inside the patient but were retrieved with tweezers. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: one sterile 72201782 9x30mm biosure ha screw used for treatment, was returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. This is a 9x30mm tapered implant. The head of the implant was beginning to scuff from torque. The distal tip had compressed damaged, burnished and rolled distal threads. The distal area has marks inside consistent with a guide wire scuffing. There appears to have been rotation attempt after the driver ceased. The symptoms are consistent with either unexpected one density encountered or an inadequate tunnel diameter. The largest tunnel diameter needs to accommodate the taper. Interference screws recommend 1:1 screw size to tunnel size for best surface interference contact. Per instructions for use: ¿use an appropriate size tap to pre-tap the insertion site prior to screw insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. In cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used.¿ complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacturing of this device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
One 72201782 biosure ha 9mm x 30mm device used in treatment was not returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. The information provided states: ¿during an acl procedure, the screw broke pieces fell inside the patient but were retrieved with tweezers¿. An exact root cause cannot be determined with confidence however; factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The IFU states ¿use in pathological conditions of bone, such as tumors, severe osteoporosis, and skeletal immaturity, may impair the ability to securely fix or anchor the device¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no complaints of this failure were found. Further investigation is not warranted at this time.